Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead was oversensing noise. During the procedure, the atrial lead showed signs of damage. The physician elected to repair the damage. The patient was in stable condition.